Event description:
The customer reported via phone call that they were experienced high blood glucose event. Blood glucose level at the time of the incident was 407 mg/dl. Customer was already delivered a bolus. Customer was kicked out in auto mode and unable to calibrate. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.